Manufacturer narrative:
The returned device was evaluated and no damage was observed to the soft cannula. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. The fluid path was inspected and no signs of leakage were observed. The leak test was performed, no leaks noted. No other defects or damages noted.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod longer than 48 hours on the arm. Insulin was noticed leaking out, the pod was removed and the cannula was found to be bent. A manual injection using a pen was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose history is as follows: time: bg (mmol/l): (mg/dl): 12:40pm, 15, 270; 1:30pm, 15, 270; 3:30pm, 21, 378; new pod, 5pm, 7.6, 136.8; 6:17pm, 5.6, 100.8.